Event description:
It was reported that a health care provider (hcp) had some suspicion that a patient¿s pump may have flipped over. The hcp had tried to interrogate the pump with the physician programmer without success. However, the patient¿s therapy was effective. The latest refill occurred on (B)(6) 2014 with the next one due three months later. It was unknown what medication this device system delivered at the time of the event. Several attempts were made to determine the cause, troubleshooting, patient symptoms, resolution, and current patient status. No additional information had been received from the hcp at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID: neu_unknown_prog, product type: programmer. (B)(4).

Event description:
It was further reported that ¿this has now been resolved.¿ it was noted that the customer was able to use the programmer and refill and update the pump successfully. It was also noted that cause of the telemetry difficulty was unknown; on 2015-(B)(6), it was noted that the card in the programmer was to be updated. The patient was and continued to receive normal therapy, and the programmer had been used successfully since. No interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.